Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has a partial display and the bolus feature does not correct the blood glucose. Customer's blood glucose was 290mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments and partial display due to bleeding lcd glass. However, the insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump had cracked reservoir tube lip and minor scratches on the display window noted.